Event description:
The user facility reported to terumo cardiovascular that prior to cardiovascular bypass surgery, during prime, the isolator line was leaking. The product was changed out and the surgery was completed successfully.

Manufacturer narrative:
Terumo has received the actual device for eval; visual inspection and pressure testing confirmed the leak in the isolator line. The device history record did not indicate any production related problems. All available info has been placed on file in quality management for appropriate tracking, trending and follow up. (B)(4).